Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 12 days (23jul2021 ¿ 04aug2021 per the timestamp). The log file captured a controller fault alarm due to a backup battery test circuit fault on (B)(6) 2021 at 12:36:12 and remained active until the end of the event data. The backup battery test circuit fault activated due to the unloaded backup battery voltage being measured above the acceptable voltage. No other notable alarms related to the system controller operation were observed in the log file. The system controller (B)(6) was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined through this analysis. Several emails with requests for missing meaningful data and event details were sent to the clinical specialist, asking if the patient's backup battery faults resolve and if the controller would be returned for evaluation. Per the customer response received on (B)(6) 2021, the controller fault alarm was resolved, and no product will be returned for analysis. No further information related to the reported event was provided. As the system controller (B)(6) will not be returning for further analysis, this complaint file will be closed with no further action. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5, ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was being switched from the power module to 14 volt batteries and it was noted that a pin of the white system controller cable was twisted and loose. The patient's controller was exchanged and the patient was hemodynamically stable with no symptoms. Additionally on the patient's second system controller there was a "mini-console failure, replace system controller" alarm. The patient's controller was exchanged again and the patient had no symptoms of hemodynamic decompensation. Related MFR # for the patient's first system controller: 2916596-2021-04527.